Event description:
ICD lead malfunction with separation of conductors from insulation between the proximal and distal coil. This is a known issue with the 1580 lead. The extracted ICD lead is a st. Jude, model #1580-65 cm, implanted 8 years ago. The patient was discharged in good condition after ICD and lead replacement.